Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display. The customer¿s blood glucose was 114 mg/dl at the time of incident. Customer stated that the insulin pump had a blank display adn the buttons were unresponsive after exposure to moisture. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unable to verify unresponsive buttons due to blank display. Unit received with corroded battery tube and corroded motor home switch.